Event description:
Procedure: tem (transanal endoscopic microscopy). According to the reporter: the endostitch handle was being pushed towards camera arm during surgery, and one side of the handle swung open. Surgeon continued to use the instrument with a loose handle. At one point during the case the vloc reload came free from the device and fell into the patient. It was retrieved and removed from the patient.

Manufacturer narrative:
(B)(4).